Event description:
It was reported that the implantable cardioverter defibrillator (ICD) labeled an episode as supraventricular tachycardia (svt) for what appears to be ventricular tachycardia (vt). The wavelet withheld therapy and the episode self-terminated. Possible options for reprogramming were discussed. The device was remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007; 39565 pain stim lead (B)(6) 2009, 37702 pain stim ipg (B)(6) 2009; 3708160 x 2 neuro extensions (B)(6) 2009. (B)(4).